Manufacturer narrative:
Unit was received with high idle current due to corroded lcd board and faulty connector on interface board. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Unit was received with broken battery tube threads and reservoir tube lip. Unit was received with cracked case at display window corners and case at reservoir tube window corners. Unit was received with corroded battery tube and with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had cracks and missing pieces on top of the battery and reservoir compartments. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.